Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 6.0x30x135cm express® ld iliac / biliary stent was advanced to treat the target lesion, however, the stent came off the balloon delivery system. The stent was deployed in an unintended location within the left iliac artery. The target lesion was treated with balloon angioplasty using a sterling balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was fine.